Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was performed and the unknown message "transmitter restart wait 3 hours" was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the unknown message "transmitter restart wait 3 hours." Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.